Event description:
Ous MDR - after an implantation period of estimated 22 months oversensing with inappropriate shocks were reported. The lead was not returned to biotronik and no explant date was provided. Biotronik has no information about the current location of the lead. Should any details become available, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The available iegm episodes confirmed the presence of noise which led to shock delivery as mentioned in the complaint description.in spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation.should additional information or the device itself become available for analysis, the investigation will be updated.